Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks which lead to therapy exhaustion after the patient fell. This device remains in service. No additional adverse patient effects were reported.